Event description:
It was reported the customer had a reservoir anomaly. Customer's mother stated the plunger was not moving up when attempting a site change. The mother was able to verify insulin exited the tubing when being pushed with a plunger. However, customer's mother stated insulin did not exit from the tubing with a push plunger with a new infusion set. The customer was advised to try a new reservoir with their current infusion set. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.